Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 68 hours of extended tests at the customer's settings. The ventilator also passed troubleshooting final test, which includes many alarm and ventilation functions. The ventilator passed all testings.

Event description:
It was reported to vyaire medical that the ventilator was auto cycling. The customer tried changing the patient circuit a few times and the problem was not corrected. There was no report of any patient involvement associated with this reported event.